Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced, MFR is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead, as it is capped off inside the pt. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reopened if add'l info becomes available.

Event description:
It was reported this atrial lead was capped as it was exhibiting high thresholds>2 v and sensing had decreased. The physician decided to put new leads in since he was in the pocket. The lead was surgically abandoned and replaced. No adverse pt effects were noted. The device was actively implanted for approximately 6 years, 4 months.